Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent migration occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous subclavian artery. This 9.0x40x135cm express-vascular stent balloon was deployed in the lesion. However, the stent slipped a little from the intended lesion location. The procedure was completed with an additional 9x25mm express ld stent. No further patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).